Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
On (B)(4) 2016, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2018, endologix was made aware of a type 3a endoleak. On (B)(6) 2018, the physician elected to bridge the gap by implanting an infrarenal extension. The endoleak was resolved. The patient was reported as doing ok and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to only find substantial evidence to support the following reported events of a successful endovascular procedure. Due to the lack of relevant medical records and image, the reported 3a endoleak could not be confirmed. The most likely cause of the loss of seal could not be determined due to a lack of any medical images. The patient was discharged on the first post-operative day home in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.